Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during patient use the smartsite cracked while trying to connect it to the tubing to administer IV therapy. The nurse removed the smartsite and replaced it with a new one. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and broken luer was confirmed. Visual inspection observed a large portion of the adapter¿s distal male luer was broken off. Stress marks were visible along the cracked edges. In addition, a crack was visible encircling the upper section of the male luer tip. The crack is located directly underneath the broken-off portion of the luer body. Stress marks were also visible in the interior of the male luer tip along the ringed line of the crack. The damage appears to be consistent with damage caused by over-tightening of the adapter onto a female mating component, possibly with the use of a tool. Functional testing was not performed due to the damaged condition of the as-received adapter. The root cause of the cracked and broken luer was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.